Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reseat the workstation pces. The pces were reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system would lock up during a case. There was no report of patient injury.